Manufacturer narrative:
Concomitant medical devices: product ID :8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 350mcg/day) via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. Within the last month since (B)(6) 2015 the patient had been experiencing increased spasticity, intermittent irritability, agitation, and somnolence. Due to the symptoms, it was determined the patient was having withdrawal symptoms per the doctor. A dye study was performed on (B)(6) 2015 but the doctor was unable to aspirate the catheter access port (cap) which resulted in the inability to complete the study and alerted him to a possible catheter issue. The doctor increased the dose and performed a bolus dosing which did not resolve the symptoms. The patient was started on oral baclofen 10mg 3 times daily and it was decided to schedule the patient for catheter revision surgery on (B)(6) 2015. During the surgery, the doctor found that there was a kink in the catheter at the pump pocket. The doctor cut the catheter at the back to determine the patency of the catheter. The piece of the cat heter running from the pump to the cut catheter at the spine was explanted, discarded, and replaced. The doctor spliced a new catheter to the remaining spinal segment of the old catheter. The piece of the catheter that was explanted only included the sutureless connector which was attached to the old catheter at the pump pocket. The issue was resolved. Patient status at the time of the report was alive with no injury.